Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with l4-l5 degenerative disc disease with radiculopathy and underwent the following procedures: l4-l5 lateral lumbar interbody fusion (xlif) with interbody cage anterior plate application and allograft, bmp and beta tricalcium phosphate. As per op-notes, ¿l2 lordotic cage was then filled with formagraft beta tricalcium phosphate as well as bmp2. It was malleted into the position with care to prevent from anterior migration into the all.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.